Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Since the lot number is unknown a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center (tsc) and reported a system error 224 (air in line) alarm on the homechoice (hc) during use. The technical service representative (tsr) explained the alarm. The nurse had no details as the alarm had occurred during the previous shift. Product surveillance spoke with the nurse on (B)(6) 2011 regarding the alarm. The nurse said the cycler is the hospital's cycler and not the home patient's. The nurse is not sure what happened but states that she knows that the hp is notorious for pressing buttons on the cycler. The nurse stated that she did not know why the hp was in the hospital but it was not therapy related. The nurse said she has seen the hp and they are doing okay. No further information available. No patient injury or medical intervention was reported.